Manufacturer narrative:
(B)(4). Unique identifier (UDI) number: (B)(4) the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The patient was revised due to unknown reason.

Manufacturer narrative:
(B)(4). Upon receipt of additional information, stating that the reported revision was performed due to natural disease progression, it has been determined that this device did not cause or contribute to the reported event.

Event description:
Right knee revision due to disease progression.

Manufacturer narrative:
(B)(4). Concomitant medical product - oxf uni tib tray sz c rm PMA, item 154723, lot 192030; therapy date - (B)(6) 2018. Concomitant medical product - oxf twin-peg cmntd fem sm PMA , item 161468, lot 566080; therapy date - (B)(6) 2018. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-01274 and 3002806535-2018-01275.

Event description:
The patient was revised due to unknown reason.